Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for anemia has been completed. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: explant date is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted into the left femoral artery in a 31-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient received one unit packed red blood cells (prbcs) due to a drop in the hemoglobin. In addition, the nurse attempted to change the purge cassette but the automated impella controller (aic) failed to properly purge a new line and there was significant amount of air in the tubing. This required an exchange to a new purge cassette. There was no noted interruption of flow or support for the patient. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.1l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. This impella cp device report is one of two devices associated with the event. The medical device report on the purge cassette is in process.